Event description:
It was reported that the customer received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose level was 308 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. He/she was unable to rewind the insulin pump. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Unable to confirm motor error alarm due to compromised force sensor system alarm. Unable to verify for motor position encoder error alarm due to over written pump history. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken pump belt clip slot, and missing end cap sticker. The motor was tested outside the device and passed motor test.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.